Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two peripheral (off-label) leads from the same lot. I was reported one of the leads had migrated. The physician revised the lead on (B)(6) 2013 and stimulation was restored as a result of the procedure.